Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during their trial, the programmer for the device was working earlier but then stopped. It was noted that it was not the programmer, the patient worked with the doctor and manufacturer representative (rep) and determined that the lead had moved out of their head. The doctor just took them out then. The patient did have the trial long enough to determine that it was effective therapy and was scheduled for an implant at the end of the month.